Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The programming computer user reported that he cannot charge the computer. When the computer is charged it would not stay on after it is unplugged. The user troubleshoots the computer and eliminated the possibility of a problem with the charging cable. Further information from the user confirms that the user stored the programming computer in a box when not in use. The programming computer is in process to be returned for product analysis.

Event description:
New information was received from product analysis indicating that no anomalies associated with the main battery were identified during analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board.